Event description:
It was reported twelve same type of issues patient experienced high blood glucose levels because the infusion set patch folded/stuck to itself prior to insertion on (B)(6) 2026 and was treated with correction injection via mdi (multiple daily injection). This emdr is being submitted for an unknown number quantity.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.